Manufacturer narrative:
The following devices were also listed in this report: stryker ceramic alumina liner; cat# unk_shc; lot# unknown; stryker alumina head; cat# unk_shc; lot# unknown; delta uni femoral head 16/18 r36 16/18; cat# 6519-1-036; lot# 49434101; uni adaptor sleeve c taper ti; cat# 19-0005t; lot# 51648001. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of ceramic on ceramic hip due to pain. Stryker psl cup with a stryker ceramic alumina liner with stryker alumina head were removed. A new sleeve, biolox head, and competitor cup were used.